Event description:
It was reported that prior to use with 2 bd posiflush¿ normal saline syringe, in 10 ml syringe the plunger were difficult to move. The following information was provided by the initial reporter: the customer complained that the plunger of the syringe was hard to push. The problem was discovered while removing product from package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09mar2023. H6: investigation summary: it was reported the plunger was hard to push. To aid in the investigation, two empty samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The photo provided shows the samples received. A device history record review was completed for provided material number 306546, lot 2172130. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that prior to use with 2 bd posiflush¿ normal saline syringe, in 10 ml syringe the plunger were difficult to move. The following information was provided by the initial reporter: the customer complained that the plunger of the syringe was hard to push. The problem was discovered while removing product from package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.